Event description:
The account stated 10 versacare beds were upgraded to a p500 surface in september and since then; they have had two caregiver back injuries when trying to move or position a pt within the bed due to the tackiness of the p500 surface ticking.

Manufacturer narrative:
The service tech investigated and found no problem with surfaces. The hill-rom account executive is in-servicing the staff and instructing them to use max inflate when positioning pts in the beds. No info was released regarding the caregivers back injuries.